Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test, active current test and self test. Pump failed the sleep current test due to moisture damage on the electronic assembly. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed charge or battery lasts less than expected due to moisture damage on the electronic assembly.

Event description:
The customer reported via phone call that this morning he changed the battery but when he remove the battery he did not get the insert battery alarm and even if he was putting new batteries his pump still showed red battery alert icon and no failed battery alert. The customer's blood glucose level was 291 mg/dl. They stated that he got a low battery alert so he decided just to change his battery early, but after inserting a new battery he cant have the insulin pump to recognize that the battery was new. Customer was not calling back within 1 week after previously completing troubleshooting. The insulin pump will be returned for analysis.